Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion. Occlusion, prime and excessive no delivery tests. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump had cracked reservoir tube, reservoir tube lip and battery tube threads.

Event description:
Customer called to report a dysfunctional pump. Customer also reported no delivery of insulin and a bent cannula. The blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.